Manufacturer narrative:
Qn#: (B)(4).

Event description:
During a procedure performed on friday, (B)(6) 2020 our radiologist needed to use an arrow PICC seldinger conversion set (ref. Pi-01552-ls). The tear away sheath tore apart and broke into several pieces while in the patient's arm. Fortunately, the doctor was able to retrieve all of the pieces safely. The reported defect was detected during use. There was no patient injury/consequence. Patient condition is reported as "fine". Therapy was reported to be delayed/interrupted.

Event description:
During a procedure performed on friday, (B)(6) 2020 our radiologist needed to use an arrow PICC seldinger conversion set (ref. (B)(4). The tear away sheath tore apart and broke into several pieces while in the patient's arm. Fortunately, the doctor was able to retrieve all of the pieces safely. The reported defect was detected during use. There was no patient injury/consequence. Patient condition is reported as "fine". Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.